Event description:
It was reported that this right ventricular (rv) lead had to be sacrificed and surgically explanted. This rv lead was replaced. No additional adverse patient effects were reported. Additional information was received indicating that this rv lead broke during extraction.